Event description:
During a follow-up in clinic, episodes of oversensing were observed on the right ventricular (rv) lead. Fluoroscopy was performed, however, was inconclusive. The rv lead was capped and replaced. The patient was stable.

Event description:
Additional information received indicated that noise resulting in oversensing. The suspected root cause of the event was lead damage.